Event description:
During a site visit, this device was identified as having experienced a channel disconnect event in the device logs. Two disconnect events were recorded within 2 minutes of each other. One at 1018 and the other at 1020. The 1018 event identified the start of programming; however, this programming was not completed. The user returned at 1020 and re-attached the device to the system and completed the programming. The infusion was started with a rate of 50ml/hr and vtbi of 10ml. The user turned off the system a couple of seconds later. The pump module was not performing an active infusion during the channel disconnect events. There was no reported patient harm and no patient event information was available.

Manufacturer narrative:
(B)(4). The channel disconnect event was duplicated during testing at the customer site. The interfacing iui for this device was replaced with new iui connectors. After iui replacement, the device functioned normally. The suspect iui was brought back for further analysis. A follow up report will be submitted if new information is obtained.